Event description:
Advocate stated her daugther's blood glucose reading on the contour next link was 130mg/dl and on the contour usb it was 78mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer